Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer stated that they went on vacation and left their insulin pump behind. The customer did not mention any form of treatment for their blood glucose levels. The customer came back from vacation and hooked back on their insulin pump but found that their blood glucose levels were at 400 mg/dl. The customer stated that the insulin pump turned off and turned back on before calling their doctor to obtain their user name to further assist the customer with the settings on their device.